Manufacturer narrative:
The physicain did modify device programming, by extending duration to ten seconds. This device remains actively in service. If new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) in association with this transvenous right ventricular (rv) lead did exhibit short. Intermittent noise oversensing that led to one instance of greater than 2 seconds of asystole for the patient. The patient had already been in the hospital for a non-heart related surgical procedure.